Manufacturer narrative:
Device passed displacement test and self test. Device received with no traces of moisture on electronic assemblies and motor assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and there was a black on the screen and discoloration on the lcd screen. The customer¿s blood glucose was 186 mg/dl. The customer was assisted with troubleshooting. Customer reports past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. Customer reports keypad was responsive. Customer states they perform a self-test and insulin pump passed the test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.